Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the emergency button for a different pacing mode had been inadvertently pressed on the cardiac resynchronization therapy defibrillator (crt-d) during a device check. Upon interrogation several months later, it was noted that the device was no longer providing cardiac resynchronization therapy pacing. The device was reprogrammed back to the appropriate settings and remains in use. There were no patient symptoms associated with the alternate programming. No patient complications have been reported as a result of this event.